Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an increase in pace impedance measurements was noted. Pacing was performed in the unipolar configuration and a perforation was suspected. The issue was noted on the echocardiogram, but no revision took place as this will take place in the future. No adverse patient effects were reported.